Event description:
The patient reported that their lead failed. Follow-up received from the physician's nurse indicates that there were no notes reporting the reason of the explant. The lead replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.